Manufacturer narrative:
The reported events of inappropriate shock and sensing noise were confirmed while the reported events of high voltage & pacing lead impedances and lead fracture were not confirmed. As received, only the distal segment of the lead measuring 46.3 cm was returned for analysis. Removed rv shock coil and examined the insulation under the shock coil. Internal insulation abrasion breaching re cables lumen was noted at 3.5 cm to 3.6 cm from the distal tip. Internal insulation abrasions breaching re cables lumen were noted at 20.0 cm to 20.1 cm, 20.4 cm to 20.5 cm and 23.4 cm to 23.5 cm from the distal tip. The cause of the reported event was isolated to the internal insulation abrasion under the right ventricular shock coil in which one ring electrode cable etfe coating was abraded. Electrical tests did not find shorts on any conduction paths. Both ring electrode cables were found separated which were consistent with explant damage.

Event description:
It was reported that the patient presented to the hospital with shocks for rv lead noise. Per physician request the tachy was turned off and programmed the patient door. It was noted that high voltage lead impedance and pacing impedance were out of range, and the lead was sensing noise during the interrogation every time the patient coughed. On (B)(6) 2019, the lead was successfully explanted, and the patient was upgraded to a biv device. The patient is stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the lead was also fractured.